Manufacturer narrative:
Therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2019-03219. 3006705815-2019-03222. It was reported patient never experienced effective therapy. Reprogramming was done multiple times but unable to resolve the issue. As a result patient underwent surgical intervention where the whole scs system was explanted and replaced with drg leads and ipg. Effective therapy was achieved post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.